Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of high blood glucose level of 500 mg/dl. . The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer was tracking her order. Customer declined troubleshoot and just want the battery cap replaced. The insulin pump will not be returned for analysis.